Event description:
It was reported that, the implantable cardioverter defibrillator (ICD) system exhibited undersensing during a ventricular tachycardia episode. The undersensing did not result in a significant delay to therapy. Additionally, atrial oversensing was exhibited as well. The ICD successfully treated the patient with shocks. This ICD remains in service. No adverse patient effects were reported.